Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in blood and in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. Visual summary analysis of the lead indicated damage at implant. Lead returned with the helix fully retracted and bent. The helix will not extend or retract within specification due to bent helix. Blood/tissue visible on helix. Damaged at implant attempt. (B)(4).

Event description:
It was reported that during an implant procedure the helix on the right ventricular lead could not be extended and fixed to target position. The physician adjusted the location several times but failed to fix the lead and parameters were not satisfactory. Another lead was implanted. No patient complications have been reported as a result of this event.